Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the system was stuck in stand alone mode. No patient present.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and system stuck in stand alone. Would not expose. Replaced the umbilical cable. System now booted, was returning to customer and was working as intended. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Stand alone mode." Imaging system, umbilical cable passed bench test. Continuity test passed and was installed in imaging system. The system did not ready. Intermittent virtual cp network cable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #:(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.